Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was not returned for evaluation. A review of the lot history record and complaint history of the reported lot could not be conducted because the lot number was not provided. Based on the case information, a conclusive cause for the reported patient effect(s), and the relationship to the product, if any, cannot be determined. Ischemia is listed in the xience pro x everolimus eluting coronary stent systems instructions for use as a known patient effect of coronary stenting procedures. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling. The xience pro x device is currently not commercially available in the us; however, it is similar to a device sold in the us.

Event description:
It was reported that the patient presented with st-elevated myocardial infarction (stemi). The procedure was to treat a lesion in the mid left anterior descending (lad) artery. A whisper guide wire was used to recanalize the vessel. A second guide wire was used to wire the diagonal artery (d1) because the lesion was near a bifurcation. After implantation of a 3x23mm xience pro x rx stent delivery system (sds) the procedure was completed. The xience pro x stent covered the bifurcation to the d1 and it was noticed shortly after its deployment that the d1 side branch was thrombotic. Reportedly the xience pro x stent caused low blood flow. The xience pro x stent, however, was not thrombotic. A balloon catheter was used to reopen d1 with a good result. A few hours later the patient came back to receive further diagnostic as an emergency case. The physician noticed a pericardial effusion in the distal lad. The effusion was reportedly caused by the handling of the whisper guide wire in the procedure a few hours prior. The state of health of the patient was worsening quickly after the pericardial effusion was noticed. The pericardium was punctured and strong blood flow was visible through the catheter. An attempt was made to close off the effusion site with balloon dilatation for 10 minutes, but it was not successful. The blood flow was slowed, but had not stopped. A non-abbott stent was then used as a physical obstacle to further reduce the flow into the very distal lad. This stopped the effusion. There was a clinically significant delay in the procedure. No additional information was provided.